Manufacturer narrative:
Section a4, d6, h4: correction. Manufacturer's investigation conclusion: the report of a separation of the distal bend relief requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative. A clamshell repair was successfully performed on (B)(6) 2020. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by corrective action. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple attempts for the patient's information was requested, however, no response has been received. Multiple attempts for the device serial number was requested, however, no response has been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was due to undergo a clamshell repair on (B)(6) 2020. No further information was provided.

Event description:
It was reported that the patient received the clamshell repair on (B)(6) 2020 due to equipment failure. No further information was provided.